Event description:
This unsolicited case from united states was received on 01-dec-2017 from a nurse. This case concerns a 73 year old female patient who received treatment with synvisc one and later 1 day after starting treatment, her knees were inflamed and could not move at all. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once bilaterally for knee osteoarthritis into both the knees. On (B)(6) 2017, one day after receiving synvisc one injection the patient's knees were inflamed and she could not move at all. It was reported that the patient was given depot steroid injections which helped. It was reported that the patient had received this synvisc one injection from a lot that had been reported to have an increased incidence of inflammatory responses. It was reported that the patient was in need of gall bladder surgery prior to having synvisc one injections. The patient was scheduled for cholecystectomy on (B)(6) 2017. Corrective treatment: depot steroid injection for both the events outcome: recovering for both the events. Seriousness criteria: required intervention for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 50769. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 26-feb-2018. Global ptc number and ptc results added. Text amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 26-feb-2018: the follow up information received does not change the prior case assessment. This case concerns a female patient who received synvisc one injection and later could not move at all for which she received steroid injection. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns a (B)(6) female patient who received treatment with synvisc one and later 1 day after starting treatment, her knees were inflamed and could not move at all. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once bilaterally for knee osteoarthritis into both the knees. On (B)(6) 2017, one day after receiving synvisc one injection the patient's knees were inflamed and she could not move at all. It was reported that the patient was given depot steroid injections which helped. It was reported that the patient had received this synvisc one injection from a lot that had been reported to have an increased incidence of inflammatory responses. It was reported that the patient was in need of gall bladder surgery prior to having synvisc one injections. The patient was scheduled for cholecystectomy on (B)(6) 2017. Corrective treatment: depot steroid injection for both the events outcome: recovering for both the events seriousness criteria: required intervention for both the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a female patient who received synvisc one injection and later could not move at all for which she received steroid injection. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.